Manufacturer narrative:
Combination product: yes. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. The analysis of the provided trend data, acquired between 17th of december 2023 and 12th of august 2024 recorded a stable pacing impedance of 500 ohms and a stable shock impedance of 65 ohms. The analysis of the provided iegm episodes revealed loss of capture in the rv channel, which led to oversensing of intrinsic signals and inappropriate shocks and ICD charging cycles. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.

Event description:
Oversensing was noted on this lead. The defibrillation therapy was turned off. Should additional information be received, this file will be updated.